Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right posterior communicating artery aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.3 mm distally and 4.7 mm proximally. It was unknown if the dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the distal end of the stent failed to open during deployment. After resheathing and attempting redeployment, it still could not open. Significant resistance was also encountered during stent resheathing. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter, 8f mpa guide catheter.

Manufacturer narrative:
Continuation of d10: product ID ped-475-20 (d075566); product type: ; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.